Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported a control panel error. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.